Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The report stated, the cuff was perforated after a while in pt. No other info, pt outcome or required intervention was provided.